Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer called concerned their meter is reading lo/ customer stated on (B)(6) 2016 at 3:00pm they tested their glucose fasting and received an lo. Customer stated at this time their fasting glucose should be around 119mg/dl-125mg/dl. Customer is currently taking a pill medication for diabetes. The product is stored according to specification. The test strip lot manufacturer's expiration date is 2/18/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.